Event description:
A female pt, reportedly, underwent a coronary diagnostic catheterization via a 6f sheath in the common femoral artery in 2009. Post procedure, the physician, trained to the mynx procedure, proceeded to use the mynx device in which hemostasis was achieved. The pt reportedly ambulated and discharged per standard hospital procedure without incident. The pt returned to her physician two weeks later, with complaints of redness, soreness, swelling and discharge from the access site. An ultrasound was performed which ruled out pseudoaneurysm. The pt was referred to a vascular surgeon for debridement of what was reported to be an infection. A 1 inch incision was made over the access site. The mynx sealant was visualized superficially near the pt's skin, and the wound was cleaned and dressed. The pt tolerated the procedure well and without further complication. No further info was provided.

Manufacturer narrative:
Based upon the info provided, and the investigation performed, the exact cause of the reported infection and subsequent debridement is unk. As per the mynx IFU, the following potential adverse reactions or conditions may also be associated with the mynx or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, inflammation, or vessel laceration.